Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The alarm occured during dwell two of four. The patient was connected. There was nothing found during troubleshooting that would cause or contribute to the reported alarm. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.